Event description:
It was reported by the aci sales professional that a male pt underwent a diagnostic peripheral procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 5f sheath (model unk). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size to be 8mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 5f to close the access site. It was reported that the balloon ruptured when the physician was checking for "bleed back" (after the second stop). The physician removed the device and converted the pt to manual compression for approximately 7-10 minutes at which time hemostasis was achieved. The pt was ambulated and discharged to home the same day with no clinical sequela noted.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1307703) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.